Event description:
Pt reported that, since switching to the device, approx 1 month ago, they have been experiencing periodic low blood glucose (50-80 mg/dl). Pt stated that the device's basal rate programming is set correctly, and noted that no error messages have been generated by the device. Pt indicated that they believe the device is over-delivering insulin, leading to low blood glucose. Pt self-treated low blood glucose by dringing juice.